Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator submitted log files to the MFR which confirmed speed reductions when the pt was connected to the power module. A photo was submitted to the MFR revealing an area of concern on the external portion of the percutaneous lead. The pt was called back into the clinic and the MFR's technical service team performed percutaneous lead distal end replacement.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. A portion of the percutaneous lead that was removed during the repair was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.